Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-12990 batch 10224967, unpackaged. Observation revealed that the upper jaw was broken off, damage visible at the connection points at the tip. The most likely cause for the reported failure is user error for applying excessive force during use.

Event description:
On 10/01/2021 it was reported by a sales representative via sems that an ar-12990 knee scorpion is broken. No patient affect.